Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
During catheter positioning it was impossible to pull the wire out. Needle was removed, the wire was blocked inside the patient' arm. The operator applied slight traction and the wire was removed; however the wire was completely frayed. It was necessary to practice a skin incision for pulling the wire out and an hematoma on the patient's are occurred.

Manufacturer narrative:
Based on the event description it appears that the device met resistance and was pulled beyond the distal tensile strength causing the wire to break. The very distal end of the wire was not retuned to help verify the reason for the break.